Manufacturer narrative:
The cable was warm to the touch when plugged into a light source at a specific location. The cable was cut at this location to view the fibers inside and the fibers were broken. Device manufactured date: the code 67f1 on the cable indicates either 1971 or 1981 year. Records are not available to verify the exact manufactured date. Eval summary: (1) fiber light cable. Inspection of cable confirmed broken fibers inside the cable. This cable has been in use for an extended number of years. There was no damage to the outside cable. Cause of event: no conclusion can be drawn as to cause of the fibers to break in the middle of the procedure. Customer will be informed to check cables prior to use.

Event description:
During the middle of a procedure that involved latissimus dorsi flap reconstruction of the right breast, removal of tissue expander, placement of right implant and reduction of the left breast the patient received a second degree burn on the upper left abdomen. The size of the burn was reported as 1.4 cm x 9 mm. During the procedure the light cord was laying on the patient's left upper abdomen. The cord appeared to be hot in one area. There were no pin holes noticed. There was only a 5 minute delay in the surgery to use another cord. There was not treatment for the burn. Surgeons decision to let the burn heal on its own.